Event description:
Patient reported a left side rupture. Healthcare professional later reported ¿replacement due to rupture and capsular contracture 3¿. Healthcare professional later reported "fibrous capsule with 1) chronic nonspecific inflammation 2) foam cell collection". Device has been explanted.

Event description:
Healthcare professional later reported left side ¿replacement due to rupture and capsular contracture 3¿. Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Manufacturer narrative:
Laboratory analysis summary: the device related to the reported event of rupture and capsular contracture was received on oct 01, 2024, with lot number 2524767. Based on the product analysis performed, the assessments of the complaints are: rupture: observed, one opening assessed as unidentified (tear). Shell thickness was within specification). Capsular contracture: unable to observe since it is a medical event and is not related to the device. As per the investigation procedure particle was completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
A capsulectomy was performed during replacement surgery.

Event description:
Patient reported a left side rupture. Device remains implanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation: rupture.